Manufacturer narrative:
Upon further investigation of the reported event, it was found that a duplicate report was submitted under manufacturing report number 2015691-2023-18210. This supplemental report is being submitted as a retraction and the event investigation, device evaluation, and applicable reporting activities will be performed under supplemental reports linked to manufacturing report number 2015691-2023-18210.

Manufacturer narrative:
The edwards 23mm sapien 3 ultra transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 ultra valve in a previously conduit in the pulmonic position is not indicated per the labeling. Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years, 2 months, 12 days post transfemoral tpvr procedure with a 23mm sapien 3 ultra valve in a conduit, the valve presents stenosis and thrombus. The patient underwent a successful valve in valve procedure with a 23mm sapien 3 ultra resilia valve.